Manufacturer narrative:
(B)(4). The onset of the reported symptoms was sometime in (B)(6) 2014. The patient was also hospitalized for pleural effusion sometime in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced a peritoneal leak that led to a pleural effusion manifested by shortness of breath. The pt was hospitalized for the reported event and underwent weekly thoracentesis treatments. It was reported by the nurse that with each of the pt¿s dialysis treatments using the home choice device, the pt ended up with fluid around the lungs (pleural effusion). Following diagnosis of the pleural effusion, the pt was switched to hemodialysis therapy. At the time of this report, the pt was recovered and was reported to be performing his last back up hemodialysis therapy session. The pt will attempt to perform dialysis using the home choice device. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. An internal and external visual inspection was performed with no problems noted. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing but failed functional testing. The failure was determined to be unrelated to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, no failures, malfunctions, or abnormalities were identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.